Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received the first lvad implant in 2014, in the setting of redo cardiac operation, followed by an lvad exchange due to the pump thrombosis on (B)(6) 2016. Prior to the lvad implants, the patient already had a mitral and tricuspid repair. The patient did reasonably well after the insertion with some episodes of lower midline sternotomy irritation/infection. Due to the patient's recent history of pump thrombosis and pump exchange, the patient was assessed for transplant and was matched to a donor heart and consented to undergo orthotopic heart transplant. Additional information has been requested but was not provided.